Event description:
Caller (pt's husband) alleged discrepant results when compared with the lab and another device (coaguchek). Results as follows: date: (B)(6) 2011; inratio: 2.6; lab: 1.8; coaguchek: 3.0. Date: (B)(6) 2011; inratio: 3.7; coaguchek: 3.0. Pt's therapeutic range: 2.0-3.0 inr. Pt's coumadin was adjusted based on lab results received on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.